Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Andrew griffin, emily lerner, adam zuchowski, ali zomorodi, l. Fernando gonzalez, erik f. Hauck ¿flow diversion of fusiform intracranial aneurysms¿ twenty-nine patients with 30 fusiform aneurysms. The mean age was 50 years (10¿72 years) and 48% were female. Ped placement was technically successful in 100% of cases. Retreatment was necessary in four cases due to persistent aneurysm opacification on follow-up angiography. Three aneurysms were treated with placement of additional flow diverters and one patient required surgical bypass. The overall complication rate was 26.7% with a neurological morbidity rate of 6.7% (2) and neurological mortality rate of 3.4% (1). The most common complications included groin hematoma (n = 2, 6.7%) and healthcare-associated pneumonia (n = 2, 6.7%). One patient suffered groin pseudoaneurysm and another was reported to have experienced blindness. One patient suffered a brainstem stroke due to acute thrombosis of a 19.9-mm basilar trunk aneurysm, which required tracheostomy and percutaneous gastrostomy tube placement. This patient died 1.5 years later from sepsis due to pneumonia. Another patient suffered an intraparenchymal hemorrhage after placement of a ventriculoperitoneal shunt. This occurred 7 days after placement of the pipeline embolization device. Dual antiplatelet therapy had been held and the patient was transfused two units of platelets prior to the procedure but suffered a small tract hemorrhage. She ultimately made a full neurological recovery. All patients with unruptured aneurysms were discharged with a good mrs score (0¿2). Of the seven patients with ruptured fusiform aneurysms, three were discharged with good mrs and four had a good mrs at 12-month follow-up.